Event description:
Related manufacturer report number: it was reported that the patient underwent surgical intervention in which their system was explanted due to ineffective therapy and pain at the ipg site.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-03197, 3006705815-2024-02111. It was reported that the patient underwent surgical intervention in which their system was explanted due to ineffective therapy and pain at the ipg site. The investigation did not determine which lead attributed to the issue.

Manufacturer narrative:
Correction b5: related manufacturer report number: 3006705815-2021-03197, 3006705815-2024-02111. It was reported that the patient underwent surgical intervention in which their system was explanted due to ineffective therapy and pain at the ipg site. The investigation did not determine which lead attributed to the issue. Correction h10: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5566511.